Event description:
It was reported once the catheter was inserted into the pt, the physician was not satisfied with the position and pulled the catheter back. The catheter then broke between the gray curve and the black shaft at the beginning of the procedure. There were no consequences to the pt.

Manufacturer narrative:
One ep mapping catheter was received for eval. Blood was noted on the handle and shaft of the catheter. Visual inspection confirmed the distal grey shaft of the catheter was separated from the proximal black shaft with the internal wiring holding the catheter together. This device was manufactured prior to implementation of a corrective action to address an issue with bond separations on supreme catheters. Review of the device history record confirmed this lot met mfg requirements prior to shipment.